Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No products was returned back for evaluation. Visual examination of the returned photograph identified one of the spikes had fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during an initial surgery, the device was stuck in the patient's bone and one of the spike's fractured off upon removal. All pieces of the device were removed. No foreign bodies were retained. The surgical technique was utilized. There was no surgical delay. The surgery was completed with a second device. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign country: macedonia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.